Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump emitted low battery warnings or replace battery alarms more frequently than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 06/15/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. No evidence of short battery life was observed in the available black box data. The battery and cartridge caps were not returned with the pump; test caps were used to complete investigation. During testing, the battery cap secured properly to the pump to maintain power. The electrical current draws measured within specifications. The complaint of a battery life issue was not duplicated. (B)(4).